Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap of a large volume intermate was slit. The event occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. During visual inspection no evidence of "slit" or damage was observed on the cap. A light scuff line/mark was observed on the outer surface of the housing. The cause of the scuff line/mark was from interaction between the devices during movement. The scuff line/mark is cosmetic and does not affect the functionality of the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.